Event description:
As reported from our affiliates in new zealand, this was a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the esheath was inserted and while inserting other wires and catheters as per procedure, the patient had a drop in blood pressure. After stabilizing the patient, the commander delivery system and valve were introduced. However, the patient became unstable again with a drop in blood pressure. CPR was performed for several minutes. It was decided to deploy the valve as it was already in the patient, with the hope that it might improve the patient's condition, but it was not possible to revive the patient. The drop in blood pressure was caused by a bleeding of unknown origin. The delivery system and valve might have scraped against the aorta as it was inserted. The patient was unable to be revived.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the delivery system and valve might have scraped against the aorta as it was inserted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.